Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed constantly for an upstream occlusion (medication, programmed amount and delivery rate unk). The customer performed a flow rate test on the device using room temperature sterile water and the pump alarmed for an upstream occlusion when no occlusion was present. The IV tubing was changed and the pump again alarmed for an upstream occlusion when no occlusion was present.